Event description:
The patient was in the operating room, and as they were pushing medications the PICC catheter began to leak at the blue hub. The PICC was removed and replaced with a peripheral IV.

Manufacturer narrative:
The malfunctioning device was returned to vygon u.s, and has been forwarded to vygon (B)(4) (the manufacturer) for device evaluation and complaint investigation. The results of the investigation are still pending, and will be communicated to FDA via a follow-up MDR.